Event description:
It was reported by the customer, PICC kinked. Placed (B)(6) 2024 in the middle 1/3 of rue, basilic vein. Catheter trimmed 45cm, external length 1cm, break at 6cm, secured with at statlock, PICC was not tpa'd, and dwelled for 9 days. PICC exchanged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was inconclusive due to the sample condition. A single right upper arm radiograph was returned for evaluation. The radiograph showed the implicated right-sided PICC. A red arrow had been annotated onto the image, highlighting the area of interest. Due to the angle that the image was taken, the catheter shaft tubing was seen overlapping itself in this region. The overlap of the catheter tubing made the definitive confirmation of a kink or bend impossible. This complaint will be recorded for future trending and monitoring purposes.